Event description:
Home patient (hp) reports leak at twist clamp of transfer set noted during second fill of apd therapy. Hp reportedly notified baxter's technical service center and was assisted in ending treatment for the evening. Hp reportedly had the set changed the following day at unit. Rn reports hp was treated with 2 grams ancef prophylactically, with no resulting injury.